Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving an unknown drug via implantable pump. It was reported that while connecting with the pump, the personal therapy manager (ptm) progress halts at 97% and has difficulty connecting with the pump. The patient had to try several times to connect the ptm to the pump. Today the patient activated the bolus but the screen got stuck at 97% and it did not indicate that the bolus was started; it went straight to lockout countdown. The patient didn't think that they got a bolus as "it's not helping the pain either". Patient services assisted them to access lockouts - bolus duration: 2 minutes, lockout duration: 2 hours, dri: 1/2 hours, max activations: 8/day. The patient said they hold the communicator right over the middle of the pump, and if the communication gets stuck at 97% they will move the communicator around pump until it connects. They said that at their refill, the nurse put a "band aid" over their pump to identify the pump location so they had no difficulty finding the spot for connection. Patient services reviewed difficulty connecting is likely the result of communicator placement, and reviewed placement considerations. The patient thought the pump was filled with dilaudid but did not know the dose/concentration. Additional information was received from the consumer on 2020-nov-16. It was reported that the reason for the poor communication was determined to be that the communicator was unable to find the pump. The patient noted that they would have to redo their bolus request 4-5 times to get it to do a bolus. The patient reported that troubleshooting by showing the patient a different way of getting a bolus quicker and easier was successful. The patient noted that the ptm still does not give them a bolus unless they are patient. Additional information was received from the consumer on 2020-nov-18. The consumer reported that their handset sometimes gets stuck on 91% and takes a long time to connect. The consumer also reported that they were seeing "communicator not found" and "no device found" error messages. The patient noted that they would tap "retry", but this did not resolve the issue. Switching communicators resolved the issue as they were able to connect and deliver a bolus successfully.